Manufacturer narrative:
Additional information was provided in h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in a plastic tray the lock-out assembly is not present on the device and has not been returned. The pin stop is broken and is stuck in the lens bay door in the pin stop designated area. Solution is dried in the device. The device was received activated; the lens is crushed over the broken pin stop. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product did not meet specifications. The lens pin stop was found to be broken and stuck in the lens bay door in the pin stop designated area. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that injection failure occurred during surgery. After the setup, the intraocular lens (iol) did not come out properly. The surgery was completed after replacing the product with another one.